Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: the open sample was sent to the manufacturer to be tested. However, without closed samples a proper analysis could not be performed and the complaint could not be confirmed. A review of the batch manufacturing record showed that this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were (B)(6) in average and (B)(6) in minimum and fulfilled the requirements of the european pharmacopoeia (ep): (B)(6) in average and (B)(6) in minimum. Although a defective sample was provided, a suitable analysis could not be performed without closed samples. Nevertheless, the manufacturer has taken note of this incidence and if any closed sample is received in the future, the complaint will be reopened and analysed.

Event description:
It was reported by the healthcare professional to the company sales representative "upon opening the pack, the suture was found to have detached from the needle." This occurred prior to patient contact.